Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following could not be completed with the limited information provided. Device code - unknown, expiration date - unknown, PMA/510(k) number, manufacture date ¿ unknown. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Event description:
It was reported that the clinical patient had an initial left hip arthroplasty on (B)(6) 2013. The patient reported on (B)(6) 2013 of a vascular deficit which was resolved. The patient underwent an irrigation and debridement procedure on (B)(6) 2013 due to infection. The patient underwent a second irrigation and debridement procedure on (B)(6) 2013 due to infection. The head was revised.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable under this MFR number. The event will be reported on 3002806535-2016-00218.